Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found no visible damage to lens and residue on lens. Lens was noted to be curved. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vtich12.6, 3.50/5.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019, but did not resolve the problem. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens and the problem was resolved.